Manufacturer narrative:
Investigation result: flare detached. Investigation results: visual evaluation of the returned product found the flare detached. Additionally, the wire was kinked. Several kinks were also found on the catheter. The complaint was not confirmed; the handle cannula was intact. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach; therefore, the most probable root cause for the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-01599 addresses the first captiflex extra small oval snare, manufacturer report # 3005099803-2014-01140 addresses the second captiflex extra small oval snare, and manufacturer report # 3005099803-2014-01141 addresses the third captiflex extra small oval snare. It was reported to boston scientific corporation that three captiflex extra small oval snares were used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula of the first snare bent. A second snare was used, and when the physician was trying to remove a polyp, the wire of the handle "broke." This failure occurred with the third device as well, and it could not be confirmed if this referred to handle cannula detachment, or bending. The procedure was completed with a fourth captiflex extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; flare detached.